Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after starting the ilet; further review found the cartridge was not fully locked into the pump and the user had been making meal announcements outside of meals, after which the cartridge was secured and tubing was primed until drops were observed. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education regarding correct cartridge installation, priming, and appropriate use of meal announcements, as well as follow-up outreach. Investigation of this case revealed use error related to an unsecured cartridge and improper meal announcements, with the device functioning as designed once the cartridge was locked and priming confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.